Event description:
It was reported, the day that the patient had a double mastectomy. Since then the right ventricular (rv) lead impedance has been undefined. During testing the high, undefined resistance was confirmed along with no capture. It was suspected that the lead was cut or fractured during the mastectomy. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that when the lead was capped and replaced, the measurements were taken on the new rv lead. The impedance appeared as undefined, along with no capture or sensing when attached to the chronic implantable pulse generator (ipg), but tested within normal range on the analyzer. The chronic ipg was then explanted and replaced. All measurements were within normal range with the new ipg. The replaced rv lead remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead 2008 (B)(6); 4076 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.